Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician reported a fresenius 2008k2 machine involved with a blood leak during a patient¿s hemodialysis treatment. Upon follow up with the charge nurse, it was confirmed that the blood leak was due to a bent blood pump rotor pin on the fresenius 2008k2 machine that damaged the non-fresenius bloodlines used for patient treatment. The patient¿s estimated blood loss was 50ml. After leak was observed, the patient was moved to a new machine and set up with new supplies, where they completed treatment with no injury, adverse event, or medical intervention. A fresenius regional equipment specialist (res) replaced the blood pump rotor to resolve the issue and return the machine to service. The res service confirmation confirmed that a bent blood pump rotor guide caused the damage to the blood lines. The res confirmed he replaced the blood pump rotor, the machine passed functional checks, and returned to service.

Manufacturer narrative:
Additional information: date of event and event description. Correction: date received by MFR in initial MDR should be 02/01/2019.

Event description:
A user facility biomedical technician reported a fresenius 2008k2 machine involved with a blood leak during a patient¿s hemodialysis (hd) treatment. Upon follow up with the charge nurse, it was confirmed that the blood leak was due to a bent blood pump rotor pin on the fresenius 2008k2 machine that damaged the non-fresenius bloodlines used for patient treatment. The patient¿s estimated blood loss was reported to be 50 ml. After the leak was observed, the patient was moved to a new machine and set up with new supplies, where they completed treatment with no injury, adverse event, or medical intervention. A fresenius regional equipment specialist (res) replaced the blood pump rotor to resolve the issue and return the machine to service. The res service confirmation confirmed that a bent blood pump rotor guide caused the damage to the blood lines. The res confirmed they replaced the blood pump rotor, the machine passed functional checks, and returned to service. Upon further follow up, the patient reportedly experienced approximately 200 ml of blood loss during their hd treatment. The arterial pod pump dialysis tubing was noted to have split which caused the patient¿s blood loss. It was confirmed that the blood pump tubing used was a non-fresenius product. The clinical manager reported that there were no visible issues reported on the machine that were related to the blood leak event. Per the clinical manager, the blood pump rotor was replaced prior to returning the machine to service.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. During an onsite investigation, a fresenius regional equipment specialist (res) found the blood pump roller guide was bent and had caused damage to the blood lines. The res resolved the issue by replacing the blood pump rotor. The machine passed functional checks and was returned to service. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.